Event description:
During a cataract extraction procedure, the physician had trouble maintaining the chamber while using this unit. The unit was able to be used to complete the procedure. There were no pt injuries.